Manufacturer narrative:
The explanted valve was not returned to edwards lifesciences for evaluation. In this particular case, despite multiple investigational attempts, it was not possible to obtain additional details regarding the reason for the explant of the sapien 3 valve approximately 4 years post implant in the aortic position. To date, information regarding the patient (medical records and procedure op notes - implant and explant) have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 4 years after implantation is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information: section a1: patient identification.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, approximately 4 years post implant in the aortic position, a 29mm sapien 3 valve was explanted and a surgical valve was implanted. The reason for the valve explant was not provided. The valve was not returned to edwards for evaluation. No further information is available at this time.